Manufacturer narrative:
MFR received date: 05 sep 2019. The customer could not confirm the reported cracking pressure issue. The customer reported that the heated filter was the cause of the low pop-off. The part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer contacted technical support stating that unit has pressure relief valve that pops off due to pressure out of range. There was no patient involvement.